Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or battery out limit alarm noted during testing. The insulin pump was received with scratched lcd window, cracked case on lcd display window corners, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a button error alarm. The customer reported that she received a battery out limit alarm after battery change. The customer's blood glucose was 436 mg/dl at the time of incident. The customer stated that she treated the high blood glucose with manual injection. The customer was assisted in clearing the battery out limit alarm. The customer was assisted in reprogramming time and date. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.